Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported the home patient (hp) had connected to an unprimed line. The hp stated the patient line clamp had been closed during priming. Therefore, the patient line as well as the two patient line extensions were full of air at the time the hp connected. The hp would complete therapy using all new supplies. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set and step-by-step instructions for when and how to connect to the disposable set. The guide warns the user not to connect to your patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. The guide warns the user that connecting the transfer set to the patient line before connect yourself appears on the display screen may result in iipv. The guide warns the user to that connecting yourself before connect yourself appears can cause air to be delivered to your peritoneal cavity. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.